Event description:
A (B)(6) distributor contacted zoll customer support to report an unk pt reported that one of the cables on the belt was damaged. The pt was issued a replacement electrode belt monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon eval, the cable connecting the electrode belt trunk cable was pulled from the distribution node (dn) strain relief, damaging the j702 connector (trunk cable connector on pca board inside dn). The root cause of the damaged cable and connector cannot be positively identified but is likely excessive force placed on the cable. Device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor was unable to power up. The cause for the monitor failure was isolated to shorted 3.3v and 1.8v power supplies at pld u1003 and an open fuse f600 on the monitor c/a board. The root cause for the open fuse and shorted power supplies could not be positively identified. No adverse event resulted from the damage cable and defective monitor. The pt rec'd a replacement electrode belt and monitor. Device manufacture date: electrode belt: sn (B)(4), manufactured 11/2012; monitor: sn (B)(4), manufactured 10/2012.